Event description:
It was reported to medtronic neurosurgery that a patient's valve could not be adjusted. The patient stayed overnight at the hospital until the m2 adjustment tool could be obtained. The valve was ultimately able to be adjusted with the m2 and the patient was reported to be doing fine.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.